Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign, study - event occurred in (B)(6). List of associated devices: femoral component option for cemented use only size d right, reference 00599401492, batch unknown. Stemmed tibial component precoat a/p wedged for cemented use only size 3, reference 00598800300, batch 62266219. Articular surface with locking screw "size yellow/c d 12 mm height", reference 00599403012, batch unknown. All poly patella standard size 32 mm diameter 8.5 mm thickness cemented, reference 00597206532, batch unknown. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported in a retrospective study of the nexgen ap wedge tibial prosthesis that one of the patients underwent a revision on the (B)(6) 2015 of the study product following the prosthesis loosening, involving cement. The surgeon listed the event as not related to the instrument, uncertainly related to the device and uncertainly related to the procedure.

Event description:
It was reported in a retrospective study of the nexgen ap wedge tibial prosthesis that one of the patients underwent a revision on the (B)(6) 2015 of the study product following the prosthesis loosening, involving cement. The surgeon listed the event as not related to the instrument, uncertainly related to the device and uncertainly related to the procedure.

Manufacturer narrative:
This is a combination product (B)(4). Following code were updated : b4, g6, h2, h6. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. No other complaint on medical : revision and medical : loosening was recorded on the batch since ever, and 1 other complaint on medical : revision and medical : loosening was recorded on the reference from feb 01, 2018 to jun 24, 2021. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.